Event description:
A malfunction alarm, identified as malf 12, was reported with a pump that was still under warranty, with no significant events leading up to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Tandem technical support resolved to replace the pump, and the customer was instructed on how to put the pump into storage mode for return. The caller was also advised to return the problematic pump using a pre-paid label within ten days, which they understood and acknowledged. There was no mention of an alternative insulin therapy as the customer planned to continue using the current pump until the replacement arrived.